Event description:
The nurse of a (B)(6) male pt contacted zoll customer support to report that there was an issue with the pt's charger. A pt service representative was dispatched and reported to customer support that the pt's battery pack was causing battery/charger faults. The pt was issued a replacement battery pack. Upon initial review of patient flag data, the battery was determined to be not reportable; however, upon completion of the battery evaluation, additional info about the condition of the battery was discovered and it was determined that this was a reportable device malfunction.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery faults/charger faults) has been confirmed. Upon investigation the battery was non-functional in a test charger and test monitor. The cause for the non-functional battery was a blown battery fuse. The root cause for the blown fuse was unable to be positively determined. No adverse event resulted from the blown battery fuse. The pt received a replacement battery pack.